Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the potential lot r20e21019 was manufactured on may 22, 2020. The potential lot r20b18079 was manufactured on february 19, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which did not identify any abnormalities that could have contributed to the reported condition; a leak was not observed. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be verified during photograph inspection. A batch review was conducted for each suspect lot and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot#: r20e21019 and r20b18079. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the y site while being used with a non baxter cap. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.